Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent. The device was prepped and inspected with no issues noted. No unusual resistance was noted when the protective sheath was removed. The patient had a stent previously implanted in the lad and during the reported procedure and event, the target lesion was a side branch (d1) of the previously treated lad and considered a difficult delivery. The lesion was reported to have 99% stenosis and moderate calcification and tortuosity. The physician noted that the stent tip was deformed while using a non-mdt guide wire. The deformation seemed to have occurred because the side branch side of the stent strut was stuck. No resistance with other devices was noted during delivery of the relevant device. Resistance was noted when the relevant device was crossing the lesion. The device was reported to be stuck at the calcified site that was located anterior to the lesion. The procedure was continued using another device, and completed with no adverse effect on the patient.